Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an endoscopic ultrasound-directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, a mantis clip was deployed on an axios stent. The catheter could not detach from the clip, which locked onto the stent. Attempts to pull the internal wire by breaking the clip handle failed. A second edg scope was used alongside the original scope to apply pressure to the stent. Eventually, the mantis clip was removed without dislodging the stent. The procedure was completed with the same mantis clip device. There were no patient complications reported as a result of this event.